Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by an authorized service technician, the service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the battery to address the reported issue.

Event description:
It was reported to vyaire medical that the battery only lasted 20 minutes. There was no report of any patient involvement associated with this reported event.